Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer stated that once the analyzer was set up correctly, the testing passed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR..

Event description:
It was reported that a v60 ventilator failed the oxygen (o2) flow test during the performance verification testing (pvt) sequence. Reportedly, when the device was set to 0 lpm, the value displayed 0.8 lpm. The ventilator was not in use on a patient at the time of the reported event.